Event description:
In 2009, the patient reported he has had elevated blood glucose in the 200-400 mg/dl range over the past 3-4 months. His target range is 75-125 mg/dl. His symptom is frequent urination. He stated his physician increased his carbohydrate to insulin ratio yesterday. About 1 hour ago, his blood glucose was 388 mg/dl which he treated by bolusing 10 units of insulin via his infusion device. During the report, the patient's blood glucose was checked and had lowered to 304 mg/dl. He noticed an air bubble in the top of his cartridge and was assisted in priming the bubble out. The patient called back later the same day and said he continues to have elevated readings up to 400 mg/dl. He stated he does not see any air bubbles in his cartridge. The patient was instructed to disconnect from his tubing and prime and after 12 units, he saw insulin drop from the tubing. He reconnected to his infusion device. He said there were no air bubbles in the cartridge when it was inserted into the device. The next day, the patient called for assistance in filling his insulin cartridge. He was unable to fill the cartridge without getting air bubbles. He said he is using room temperature insulin. The patent was sent courtesy cartridges for troubleshooting purposes. Three days later, the patient sated he needed to change his cartridge and requested help in filling the new cartridge provided. He was unable to remove the air bubbles in the cartridge after 3 primes. He was advised to switch to his backup device to see if he could remove the air bubbles from the cartridge. He did so and successfully removed the air bubbles after 2 primes. Product was replaced and requested to be returned for evaluation.